Manufacturer narrative:
Patient information was unavailable. A manufacturer representative went to the site to test the equipment. The breakout box was replaced, thus resolving the issue. The navigation system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial tumor resection procedure. It was reported that the breakout box did not work as the wired antenna (also known as the active frame) and the footswitch did not work. This issue was noticed pre-operatively. The wired antenna was changed to the wireless type, and the footswitch was operated using the footswitch function on the screen. The procedure was completed with navigation/imaging and the use of the previously stated back-up methods. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
The internal break-out box cable was returned to the manufacturer for evaluation. Functional testing and visual/physical examination was performed. No fault was found. The returned part was found to be in good condition with no apparent physical damage. When connected to a known good system, it functioned as intended. If information is provided in the future, a supplemental report will be issued.